Event description:
As reported through edwards clinical trial / risk management, the patient developed endocarditis with vegetation. The patient was hospitalized 14 months post tavr with recent coagulase-negative staphylococcus and streptococcal bacteremia, as well as diskitis/paraspinous infection, thought to be secondary to left hip injections received for pain in her left hip. The patient required an extended course of antibiotics, but continued to have recurrent fevers and rigors. The patient was re-admitted one month later and was found to have elevated troponins with a non st segment myocardial infarction (nstmi). Transesophageal echocardiogram (tee) revealed mobile vegetation of the aortic prosthetic valve and 3rd degree av block. She was started on multiple antibiotics and transferred to cedars-sinai for further evaluation and consultation with a cardiothoracic surgeon. Due to the large vegetations on the sapien xt valve, the course of action was determined to be the explantation of the valve. The valve was well anchored and the leaflets were cut off before the valve stent was pulled out. Extensive debridement of the annular tissue, including the annular abscess close to the membranous septum, was performed and a 21mm surgical bio-prosthetic valve was implanted. At the time of this report, the patient was recovering in the hospital.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source of the infection was thought to be due to the left hip injections the patient received for pain. Approximately 15 months post tavr, the sapien xt valve was explanted due to reoccurrence of infection and vegetation. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.